Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The device was stuck and the physician could not pull it back. The device was removed when the safety release button was pressed and with a strong pull. The vessel locator wings were closed when the device was removed. Closure was achieved with manual compression for a few minutes. No add'l info available.

Manufacturer narrative:
The device was received. Investigation is not complete.